Event description:
It was reported that the patient (pt) is in a nursing home, normally caller goes to help the patient recharge every monday, wednesday, and friday but they were sick last week and their sister in law did it and told the caller the equipment did not work. Caller said now they were using the charging equipment and the patient's ins battery shows fully charged but the ins icon showed no lightening bolt. Also when caller had used the programmer it showed an a at the bottom but they thought the doctor had put the patient on b and now they don't' see a b. Caller also reported the patient's hands were both shaking when they arrived and normally pt has a little shake in the left hand when stim is on, not both. Worked with caller to clarify what they were seeing on the recharger, reviewed it sounds like stim is off. Caller did not know how stim had become turned off, reviewed some reasons. Recommended using the programmer to do a check. Caller said stim should be turned on not turned off and was successful to turn stim back on. Caller said the patient's hands were still shaking. Worked with caller to navigate to check the programming and caller was successful to activate program b. After about a minute and a half caller said pt's hands have stopped shaking. Offered and sent email with quick guide and video links. The troubleshooting steps that were taken on the call resolved the issue. The patient's unrelated medical history included caller reported pt was under hospice care.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.